Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rippling", "pain", "autoimmune disease" (not device related), "fatigue"(not device related), "joint pain" (not device related) and "memory issues"(not device related). Later contacted back reporting "capsular contracture, baker grade unknown", "only getting about 3 - 4 hours of sleep a night"(not device related), "extreme level 10 pain" and that the "implant pops out of socket" when bending forward. This record is for the left side. The device remains implanted.